Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information.

Event description:
It was reported that an unspecified sensor issue occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Perform voltage test was performed and failed. A review of the share log was performed and signal loss was found within the investigation window. The customer complaint confirmed signal loss as signal loss equal to or under one hour. The allegation was confirmed. The customer's complaint was confirmed due to a loss of connection was found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an unspecified sensor issue occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced loss consciousness and seizure with no error message/ alert /notification from the mobile device prior. The episode occurred 3 days after the sensor had been inserted in the abdomen. On (B)(6) 2024, the patient was walking his dog at 10:00am and suddenly passed out and had a seizure. He does not remember how long he was unconscious. At around 12:05pm, he was found by the spouse who did not provide any medical treatment and immediately called emergency service 911. Paramedics arrived after 10 minutes. The patient was conscious at 12:15pm and paramedics arrived at the same time. His bg (blood glucose) was 27 mg/dl and he could no longer remember the reading on his cgm (continuous glucose monitor) during that time. The hypoglycemia was treated with IV and the bg was 89 mg/dl after treatment. The patient was given carbohydrates and was stable the same day. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was better. Data was provided for evaluation and the allegation was confirmed. The probable cause was determined to be signal loss under one hour. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness. B5: describe event or problem - correction. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H2: type of follow up - correction. H6 codes: health effect - clinical code - correction. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction is required.